Event description:
It was reported that the drill tip broke off in patient during a left knee procedure (lateral femoral condyle).the surgeon was unable to retrieve the entire tip. A small piece still remains in the bone. If the piece breaks free, the surgeon said he will have to go back and retrieve it.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed a broken tip. Complainant's event is most likely caused by not drilling co-axial to the bone or prying and/or leveraging on the device during use or mechanical damage to the device, such as dropping or hitting the device with another device prior to use. Device met all specifications as received. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.